Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited decreased right ventricular (rv) lead pace impedance measurements from 1,100 ohms during device implant to 536 ohms at post-operative check. Boston scientific technical services (ts) discussed that the values are within normal limits and explained that the impedance change could be due to maturation of the implant site of the active fix helix. The sensing and threshold measurements were fine. Ts advised to continue patient monitoring. The system remains in service. No adverse patient effects were reported.